Event description:
Reportedly, when the device was connected to the patient, a continuous connect electrodes prompt was observed. The device could not be used to analyze the patient ECG as a result. An advanced life support crew arrived on scene and used their manual defibrillator to deliver energy to the patient through the same electrodes. The patient outcome was not reported.